Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction; other component malfunction, specify

Event description:
Major pump unit(s) involved: external control system failureadditional text: continuous tone alarm & all lights illuminatedspecific component(s) involved: external controller malfunction; other component malfunction, specifyadditional text: low voltage alarmother component: continuous tone alarm from power modulecausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controller; other interventions, specifyother intervention : power module replacedimplant device type: lvadmalfunction device type: